Event description:
Olympia EU registry. It was reported that 258 days following a coronary artery drug eluting stenting treatment procedure, the patient underwent a reintervention. The index procedure identified and treated three target lesion. Target lesion 1 was a de novo, 3.5x12mm moderately calcified, moderately tortuous, 80% stenosed lesion located in the proximal lad (left anterior descending). Target lesion one was treated with predilation and placement of 3.5x20mm taxus liberte resulting in 15% residual stenosis. Target lesion 2 was a de novo, 2.5x10mm lesion with moderate calcification, moderate tortuosity, and 75% stenosis of the proximal cx (circumflex). Target lesion 2 was treated with predilation and placement of 2.5x16mm taxus liberte resulting in 10% residual stenosis. A taxus express2 drug eluting stent was also placed in om1 (1st obtuse marginal). The patient discharged three days post procedure on asa and plavix. At reintervention 258 days following the initial procedure, 80% focal in-stent restenosis of the proximal lad was found. Treatment consisted of CABG (coronary artery bypass grafting) of cx, lad, and rca (right coronary artery) and was reported as resolved. The investigator assessed the event as possibly related to the taxus liberte devices.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.